Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). Caller is rep who also had pt on the line. Pt reports seeing the elective removal indicator (eri) message for first time last night. Pt connects to their ins daily. Rep commented on eri occurring earlier than expected. Technical services reviewed minimum timing between eri and eos. Pt is going to contact managing healthcare provider to plan for replacement.